Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04342 / 04343).

Event description:
It was reported that a patient enrolled in the m2a-magnum study underwent a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6), 2011 due to a loose acetabular cup, pain, metallosis, dislocation, effusion and synovitis around the hip. The acetabular cup and modular head were removed and replaced.